Manufacturer narrative:
The device and accessories were not returned for analysis, yet. Thus, this analysis was based on devices of the same type (edp) located at biotronik (B)(4). We performed battery voltage tests on three different edp devices ((B)(4), (B)(4)). The supply voltage was decreased starting at 9v. The device behavior at the time the device did not operate anymore was observed. Several cycles with different settings were performed. For the dual chamber devices the mode was set to ddd and for the single chamber device to vvi. Av-delay was set to 150ms. Sensing was set to maximum and minimum sensitivity, respectively. The highest rate measured before the device shut off was noted. No device under test jumped to the maximum rate as mentioned in the complaint description . At 180ppm, we saw a marginal deviation of around +10% between set and measured rate. All other measurements were very much acceptable. The indicator for low battery warning on (B)(4) starts to flash at a battery voltage of around 6.3v. Once the indicator flashes, the remaining operation time is still about 170h for (B)(4) in standard settings with a standard battery. After this remaining operating time, the battery voltage will still be around 5.5v. Thus, the battery voltage of 2.3v observed during the clinical observation indicates a fully depleted battery. Furthermore, the technical manual and instructions for use clearly state that the battery must be replaced when the battery led indicator is flashing and along with each pt a new battery must be inserted. In summary, the clinical observation was not reproducible with similar devices. The manufacture date is not available.

Event description:
An external pacemaker (B)(4) delivered high rate pacing of 250ppm at eos. The pt was dropped in to vf and external dc was performed. Furthermore, it was reported that this incident occurred when the device's battery was depleted to around 2.3 v. The date of event was not provided.